Event description:
Analysis of the stent (subject device) was discovered that the subject device was prematurely deployed during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject stent device was received deployed within the hub/lumen of the microcatheter. The subject device was found to be broken/fractured, with only the distal half being returned. The introducer sheath distal tip was noted to be damaged and the sdw (stent delivery wire) was noted to be kinked/bent at the distal end. The microcatheter was noted to be intact. Scratch marks inside the hub possibly indicated an attempt to remove the subject device. All 3 marker bands were present on the distal end of the subject device. Functional inspection was unable to perform as the subject device was returned in a deployed state. The as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' could not be replicated. However, the analysis results are consistent with the reported event. The returned subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned subject device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "preoperative inspection confirmed that the stent was intact. However, as soon as the stent was delivered into the proximal end of the microcatheter, it could not be advanced further. The physician then attempted to withdraw the stent, but it unexpectedly deployed at the hub connection of the microcatheter during withdrawal. " additional information did not indicate any issues noted during unpacking or set up of the subject device, the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. The subject device was deployed within the hub/lumen of the microcatheter. Scratch marks were noted inside the hub possibly indicated an attempt to remove the subject device. The subject device was found to be broken/fractured, with only the distal half being returned. The introducer sheath distal tip was noted to be damaged. The sdw was noted to be kinked/bent at the distal end. Based on available information and analysis of the returned subject device it is probable the event occurred due to some procedure factors during the procedure. The damage to the introducer sheath tip would suggest issues during transfer. The as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' and the as analyzed 'stent deployed prematurely during use', 'sdw kinked/bent', 'stent deformed', 'stent introducer sheath distal tip damaged' and 'stent broken/fractured during preparation' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.